Event description:
The device was used during a bladder suspension procedure. Reportedly, the needle broke. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
We could not reliably determine the exact cause of the difficulty reported as only half of the broken needle was returned for evaluation.